Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the jammed clips were removed. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that there was clip formation and component was disengaged the reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic mastectomy procedure, while applying the clip to a vessel, it would not lock into place and slipped into axilla, which was able to be retrieved at the time of the surgery. Another device was used to resolve the issue.